Event description:
The customer observed falsely depressed alinity I estradiol results generated for patient samples. The following data was provided: on (B)(6) 2025 sample ID (B)(6) = 858.93 pg/ml, (B)(6) 2025 sample was diluted and repeat result = 2541.91 pg/ml, repeat result at another laboratory = 2515.97 pg/ml. Sample ID (B)(6) initial result = 782 pg/ml, sample was sent to another laboratory and diluted. Result = 1314 pg/ml. Sample ID (B)(6) initial result = 893 pg/ml, sample was sent to another laboratory and diluted. Result = 1259 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity for the reported event. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I estradiol reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 70601ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I estradiol reagent lot 70601ud00 was identified.

Event description:
The customer observed falsely depressed alinity I estradiol results generated for patient samples. The following data was provided: on (B)(6) 2025, sample ID (B)(6), = 858.93 pg/ml, (B)(6) 2025 sample was diluted and repeat result = 2541.91 pg/ml, repeat result at another laboratory = 2515.97 pg/ml. Sample ID (B)(6), initial result = 782 pg/ml, sample was sent to another laboratory and diluted. Result = 1314 pg/ml. Sample ID (B)(6), initial result = 893 pg/ml, sample was sent to another laboratory and diluted. Result = 1259 pg/ml . No impact to patient management was reported.